Manufacturer narrative:
(B)(6) date of postoperative screw migration and non-union development is unknown. This report is for three (3) unknown 2.7 mm variable angle (va) locking screws/unknown lot. Part and lot number are unknown; UDI number is unknown. 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a left elbow hardware removal case on (B)(6), 2018 where the screws were completely out of the plate due to non-union. The patient did not have an active infection. The patient was going through other issues and did not return to clinic after the initial surgery. Apparently, patient fell postoperatively and that's what caused the nonunion. The initial surgery was on (B)(6) 2018, where a variable angle locking compression plate (va-lcp) extended medial distal humerus plate, a va-lcp olecranon plate, distal va screws, proximal va screws and cortex screws were implanted. The variable angle locking compression plate (va-lcp) extended medial distal humerus plate had three distal variable angle (va) screws that were completely out of the plate postoperatively. Two proximal (va) screws and one cortex screws remained in the (va-lcp) extended medial distal humerus plate. The medial distal humerus plate and the olecranon plate were removed. A total of ten (1) variable angle (va) locking screws and one (1) cortex screw were removed from the olecranon plate. And a total of five (5) variable angle (va) locking screws and one (1) cortex screw were removed from the medial distal humerus plate. There were two (2) cannulated screws placed in the medial epicondyle to modify the outcome. The procedure was successfully completed. Patient status was fine. There was no surgical delay reported. Concomitant devices reported: proximal va screws (part number unknown, lot number unknown, quantity 12); cortex screw (part number unknown, lot number unknown, quantity 2); 2.7 mm/3.5 mm va-lcp olecranon pl 2h/lt/90 mm (part # 02.107.302, lot # h333548, quantity 1); 2.7 mm/3.5 mm va-lcp ext medl dstl hum pl 1h/lt/72 mm-short (part # 02.117.701, lot # l664589, quantity 1). This report is for three (3) unknown 2.7 mm variable angle (va) locking screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected event description and concomitant device list. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a left elbow hardware removal case on (B)(6) 2018 where the screws were completely out of the plate due to non-union. The patient did not have an active infection. The patient was going through other issues and did not return to clinic after the initial surgery. Apparently, patient fell postoperatively and that's what caused the nonunion. The initial surgery was on (B)(6) 2018, where a variable angle locking compression plate (va-lcp) extended medial distal humerus plate, a va-lcp olecranon plate, distal va screws, proximal va screws and cortex screws were implanted. The variable angle locking compression plate (va-lcp) extended medial distal humerus plate had three distal variable angle (va) screws that were completely out of the plate postoperatively. Two proximal (va) screws and one cortex screws remained in the (va-lcp) extended medial distal humerus plate. The medial distal humerus plate and the olecranon plate were removed. A total of ten (10) variable angle (va) locking screws and one (1) cortex screw were removed from the olecranon plate. And a total of five (5) variable angle (va) locking screws and one (1) cortex screw were removed from the medial distal humerus plate. There were two (2) cannulated screws placed in the medial epicondyle to modify the outcome. The procedure was successfully completed. Patient status was fine. There was no surgical delay reported. Concomitant devices reported: variable angle screws (part number unknown, lot number unknown, quantity 12); cortex screw (part number unknown, lot number unknown, quantity 2); 2.7mm/3.5mm va-lcp olecranon pl 2h/lt/90mm (part # 02.107.302, lot # h333548, quantity 1); 2.7mm/3.5mm va-lcp ext medl dstl hum pl 1h/lt/72mm-short (part # 02.117.701, lot # l664589, quantity 1).